Manufacturer narrative:
(B)(4).

Event description:
Procedure type: nephrectomy. According to the reporter: the endogia reload was closed on the renal artery and would not release. Unanticipated tissue loss resulted. Extended operating room time in order to place clips on either side of the endogia reload and cut it off the pt's renal artery. The surgeon applied clips on the renal artery on both sides of the endogia reload, then cut the reload off the renal artery. The handle made a snapping noise.